Manufacturer narrative:
Additional information was provided in h.11. Only photo & video were returned. Photo review: upon reviewing the appearance of these photographs and referencing the information in the initial report description, along with the complaint lot search findings indicating no other similar complaints have been reported against the associated intraocular lens (iol) lot, the exact nature of the reported findings shown in these photographs cannot be determined. Further evaluation, requiring additional supporting information and/or material, is needed to assess the relevance of these photographs to the complaint investigation. Video review: received video shows iol explantation. The video then shows an iol implantation in the same eye. When implanted, the iol is manipulated in what appears to be an attempt to demonstrate the issue. Under certain lighting conditions the iol optic appears cloudy. Complaints have been received reporting a potential presence of polychromatic sheen. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, surgeon could see an oil like film on the surface of iols. When surgeon touched the iol after implantation with a hook or hydro needle, only the touched area seems to be peeled off. The surgeon commented that as for the iol surface, it may look like an indentation made at the time of implantation and may look like the reflection of a ceiling light. The surgery was performed and completed without product replacement. Additional information has been requested. There are seven medical device reports associated with this complaint. This report is 5 of 7.